Manufacturer narrative:
Evaluation results pending analysis of the product.

Event description:
It was reported that there was no image when using the blade. The customer tried to use other blades with the same monitor and narrowed down the issue to this blade. No patient injury was reported.